Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with his adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that on (B)(6) 2019, he experienced symptoms described as dizziness, difficulty hearing, and a blurred vision. Paramedics were called and customer was transported to a hospital where he remained for "24-48 hours". In the hospital, customer was diagnosed with hyperglycemia and received unspecified treatment. No details pertaining to treatment were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle freedom lite meter was reviewed and the DHR showed the freestyle freedom lite meter passed all tests prior to release.  A DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release.  Retain testing was performed for¿freestyle strips¿and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported being unable to test with his adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that on (B)(6)2019, he experienced symptoms described as dizziness, difficulty hearing, and a blurred vision. Paramedics were called and customer was transported to a hospital where he remained for "24-48 hours". In the hospital, customer was diagnosed with hyperglycemia and received unspecified treatment. No details pertaining to treatment were reported. There was no report of death or permanent injury associated with this event.